Manufacturer narrative:
(B)(4). Obturator inserted through the sleeve the analysis results of device (a1) found that it was received with the obturator inserted through the universal seal assembly causing the deformation of the seal mechanism. Therefore, no testing could be performed to evaluate the event reported due the returned condition of the device. The analysis results found that device (a2) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Duckbill, leak test failure. The analysis results found that device (a3) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. Batch # g9k93j mfg date 6/5/2010; exp date 5/5/2015 duckbill, leak test failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an ultra low anterior resection procedure, there was pneumo leakage whenever exchanging instruments on working port. Unknown how case was completed. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)